Event description:
It was reported that during implanting of the device, while suturing the cuff, the plastic piece that screws into the handle that delivers the valve was very loose causing to "shimmy". The sutures tying the plastic piece were loose. Reportedly, the surgeon implanted the device; however, he thought that he may have bent the structure (frame). The pt's tee did not reveal any problems with the device.

Manufacturer narrative:
Device not returned.